Event description:
Erroneously low platelet (plt) result. Result was 40 x 10^3 ml. The patient was admitted to a local hospital. At the local hospital lab a fresh blood sample was collected from the patient and tested for plt. The plt result was "normal" (the actual result was not provided). The customer indicated that the patient was released from the hospital without any treatment when a normal plt count was observed.